Event description:
It was reported that the pump showed a battery communication timeout. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The pump was in excellent condition and no apparent contamination. Event history log (ehl) showed: battery communication time out. There was nothing in ehl showing base hardware failure. Power up process and biomed diagnostics monitor battery status were performed. The reported problem was duplicated during power up process. Battery readings were all reading 0. The root cause of the issue could not be determined; there was no evidence of damage or contamination to battery. Action(s) taken to mitigate the reported issue(s): replaced battery, performed power up process and all the functional tests passed.